Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had reports of high impedances with the chronic leads, so both the right ventricular (rv) and right atrial (ra) leads were replaced. However, they were still getting out of range impedances with the new leads. The new leads were tested on the psa during the revision and the impedances were normal within range. The lead tips were also double checked and were through the connector block and screws were tight. The device remains in-service. No additional adverse patient effects were reported.